Manufacturer narrative:
Based on the overall information provided in this case, there appears to be no clear evidence that a serious injury and/or a potential malfunction has occurred with the jada system. The limited information provided in this case precludes a complete and meaningful assessment at this time. This report will be amended as appropriate if additional information is received. Per the jada system IFU: "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding." Out of an abundance of caution, the company will report this case as a serious injury MDR.

Event description:
Alydia health received a jada experience survey (jes) on 02/10/2022, that had a handwritten statement in the area designated for rating jada satisfaction that stated, "felt blood accumulated at fundus." The patient in this case is described as multiparous and having a medical history of a prior pph and anemia. With this pregnancy she has a spontaneous vaginal delivery and her pph started within one hour after delivery. Prior to jada treatment she received unknown doses of cytotec, methergine, txa and pitocin (900 cc/hr). The amount of blood loss prior to jada use was qbl 1880 cc. The cervical seal was filled with 120 cc of sterile fluid. The amount of blood evacuated with jada was reported as qbl 605 cc. There was no other information for this case provided on this survey. On 02/21/2022 the hcp in this case responded to the request for additional information and lot number. The hcp declined to provide additional information and stating, "report does not need to be opened. It was the physician's first time using the jada, and there were a few glitches based on inexperience. The jada did seem to ultimately work, but he did note some clot formation at the fundus. This could be explained by suction not being set properly." The lot number was not provided, a good faith effort has been attempted to obtain this information.